Event description:
I used a breathe right nasal strip, the tan large size, to sleep better. When I removed the strip in the morning, it tore off several layers of skin. It has been oozing and bleeding ever since. I have no skin irritations or allergies to latex or adhesives. I have used clear rest easy nasal strips from walgreen's with no problems, but my nose is now a mess from this product. There were no warnings on the package that the nasal strips could be so harmful when removed slowly according to the instructions.